Manufacturer narrative:
Lumenis qa eval of the suspect device found dried substance on surface of sapphire tip. Eval found that tip had not been properly maintained in accordance to product labeling. The MDR is being filed due to dirty tip in cooperation with pending mandate from the district office.

Event description:
It was reported by end-user facility that 3 pts sustained blisters/bruises after hair removal treatments with lightsheer et laser sys. Reported events are not expected to be permanent.